Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a tear and scrape marks in the instrument channel. The most probable cause of the complaint is traced to component failure. Expected or random component failure without any design or manufacturing issue. Due to friction problem identified. Problems caused by its surface coming in contact with another surface or fluid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue was observed inside the light guide (lg) lens. There were no reports of patient involvement.